Manufacturer narrative:
The elecsys hbsag ii reagent lot number was 863599. The expiration date was not provided. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys hbsag ii assay on a cobas e 801 analytical unit. Initial results: reactive. The customer questioned the initial results and repeated the samples on a different e801. No questionable results were reported outside the laboratory. Repeat results: non-reactive. The repeat results were deemed to be correct.